Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the clinical procedure was completed after the patient was transferred to another room. No patient or user harm occurred. A philips field engineer (fse) inspected the system onsite and confirmed the issue, observing an "low disk space" error. The fse bypassed the disk tray and repaired and recreated the image data. Once this was done, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device was unable to perform exposure. The patient was transferred to another room.  The device was inside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the clinical procedure was completed after the patient was transferred to another room. No patient or user harm occurred. A philips field engineer (fse) inspected the system onsite and confirmed the issue, observing an "low disk space" error. The fse bypassed the disk tray and repaired and recreated the image data. Once this was done, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The catalog item identifier, reporting address line 1 and the reporting address city have been updated.